Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-00325. The pt ((B)(6)) is a participant in a post market study and was implanted with two percutaneous leads from the different lots. It was reported, the pt's right lead perforated the skin resulting in pain and a loss of therapy. Surgical intervention was undertaken in (B)(6) 2013 to reposition the affected device. Follow up on this matter found the wound was healed, and adequate therapy relief has been reported for the pt. Since it is unk which lead was repositioned, both lots are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.